Manufacturer narrative:
Corrected data: in the initial MDR, "unk" is not applicable the correct date is (B)(6) 2017. In the initial MDR, "unk" is not applicable the correct date is (B)(6) 2018. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a specimen container. Visual inspection found no visible damage to the lens and dry,clear residue on the lens surface. (B)(4).

Event description:
The reported stated that the surgeon implanted a micl13.7, -10. Diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed during the same surgery due to the lens size . There was no patient injury. It was reported that the surgeon has been requesting a ubm on each patient with sulcus to sulcus measurement recorded. The white to white reading from the ubm has been running larger than their white to white reading from their digitial caliper. The reporter indicated that the icl chosen was not a mistake on behalf of the online calculator just a conflict in ubm and ditigial caliper measurements and in the future they would like to order the icl size for both measurements to ensure moving forward with any last minute changes that may need to be made.